Manufacturer narrative:
Exemption number e2015055. Approx 4 devices were received for evaluation; 4 events were confirmed during testing. Approx 4 devices were found to be affected by damaged internal components, and disassembled trigger assemblies. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device was reportedly disassembled. There was no patient involvement; no patient impact.